Event description:
During follow-up, automatic mode switch (ams) and noise was noted on the right ventricular (rv) lead. The rv lead was explanted. A new rv lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece for analysis. As received, the helix was found stretched and bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of damages that are consistent with procedural damage.